Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent revision as the trochanteric femoral nail advanced (tfna) broke at the nail/helical blade interface. Patient had a non union fracture, so the nail was replaced with another tfna. In addition, the patient also had a 7 hole one third tubular plate placed on their ulna which also broke post-operative. Patient needed a new tfna and received a distal radius plate along with a 14 hole 3.5 curved lcp plate on their ulna. It is unknown if there was surgical delay. Procedure outcome and patient status are unknown.  Concomitant device: distal locking screws (part unknown, lot unknown, quantity unknown), screws (part unknown, lot unknown, quantity unknown); tfna fenestrated helical blade (part 04.038.395, lot unknown, quantity unknown).  This report is for one (1) tfna nail. This is report 1 of 2 for (B)(4).